Manufacturer narrative:
(B)(4). Insulin pump received with corroded battery tube, broken battery tube threads, cracked belt clip slot and cracked reservoir tube lip. Insulin pump passed the displacement. The test p-cap/reservoir does lock into place. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had damaged battery cap and compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.